Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(4) 2022 a patient underwent an explant procedure of their 28 mm trifecta valve. No additional information has been provided.

Manufacturer narrative:
Additional information sections: d9, g3, h1, h2, h3, h6, h10. The investigation found that all three leaflets were torn. There was no inflammation or significant calcifications. Fibrous pannus growth was observed on the inflow surface of leaflet 1. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the exact reason for valve explant remains unknown, pannus ingrowth and degenerative changes noted to the tissue could have contributed to the tear formation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site, which could have contributed to the formation of the tear.